Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
When the reference was circulated in the room, it was identified that the blister was broken. The external packaging showed no signs of breakdown, dents, or visible damage. After conducting a visual inspection, it was confirmed that, although the external packaging is in perfect condition, the internal ampoule is damaged. There were no inconveniences during the surgery, since there were additional units of the same reference. Storage has been adequate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device 4617336 lot number, and three non-conformance was identified, however not related to the reported failure mode of the complaint. Added: g4 PMA/ 510(k). Corrected: d2b.